Manufacturer narrative:
Siemens has completed an investigation of the reported event. A defective 24v power supply (u2) was identified as the cause for the collimator issue; however, the root cause for the defective power supply could not be determined as it was not returned to siemens for investigation. Log files showed that x -ray could not be released due to a collimator issue on plane a. As a result, the system went into bypass mode. In the present case only continuous fluoroscopic imaging (fluoro mode) with compromised image quality is available in plane a. The acquired scenes cannot be saved and reviewed. According to the log files the user tried to continue the procedure on the imperfect system but decided to abort the procedure. The service engineer replaced the u2 power supply and no systematic issue could be identified. The manufacturer is not considering further actions resulting from this event at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This report was submitted october 16, 2017. Customer's address: (B)(6).

Event description:
It was reported that an x-ray exposure could be released on the artis zee ceiling system during an interventional procedure. Patient had to be relocated to an alternative system to finish the procedure. There are no injuries attributed to this event. The reported event occurred in (B)(6).